Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the footswitch was not responding prior to a case. There was no patient involvement.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 27, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on november 20, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was connected to a calibrated system and found to meet specifications. The footswitch was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).